Manufacturer narrative:
17-mar-2021 product investigation results: no failure could be identified as a result of the investigation.

Event description:
About 25% of the (tampon) remained inside [foreign body in reproductive tract] infection vagina [vaginal infection] burning sensation vagina [vulvovaginal burning sensation] about 25% of the product remained inside...part of the tampon came out [device breakage] case description: consumer called to report that roughly 25% of the tampon remained inside. Part of the tampon came out when she took a bath. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
About 25% of the (tampon) remained inside [foreign body in reproductive tract]. Infection vagina [vaginal infection]. Burning sensation vagina [vulvovaginal burning sensation]. About 25% of the product remained inside. Part of the tampon came out [device breakage]. Consumer called to report that roughly 25% of the tampon remained inside. Part of the tampon came out when she took a bath. No serious injury was reported.